Manufacturer narrative:
One device was returned for analysis. Visual inspection found the plunger case was damaged. Review of the event history log (ehl) showed pump motor drive phase b post. A functional test was performed, and the reported issue was not duplicated. The probable cause of the reported issue was due to the battery. As a result, the battery and plunger were replaced. Preventive maintenance was performed. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "pm drive phase b post" error. The device had a broken syringe plunger driver. The event occurred during testing. There was no patient involvement, no patient injury was reported.